Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a sudden decrease in r-waves. The lead's polarity was reprogrammed. It was later discover through the manufacture data base that the patient had died approximately one month after the lead was reprogrammed. The patient was admitted to the hospital two weeks prior to the day of death for shortness of breath over several weeks to months. A chest x-ray was done and showed atelectasis and severely dilated loops of bowel. An abdominal x-ray showed an ileus. The patient has ongoing chronic kidney disease stage iii and kidney function labs were abnormal. The plan of care while in the hospital was to decompress the abdomen, and monitor renal failure. While in the hospital the ejection fraction was 49%. Cause of death has been requested and not received.